Event description:
Non-integration.. Dr. Indicated non integration of tooth site # 26, 23, 28, and 21.

Event description:
Non-integration. Dr. Indicated non integration of tooth site # 26, 23, 28, and 21.